Event description:
Revision surgery was performed on (B)(6) 2026, with removal of the glenoid component due to loosening and implant dislocation. All components were explanted, with the exception of the uncemented humeral stem, which remained implanted. Wear was observed on the glenoid tt peg, probably caused by scraping from the lateralized inlay after failure of glenoid components. The patient had previously undergone surgery on (B)(6) 2025 (our complaint reference (B)(4)), which was the first revision procedure of a primary reverse shoulder arthroplasty (rsa) performed on (B)(6) 2023, due to loosening of the glenoid components. The following devices were explanted during the revision surgery on (B)(6) 2026: · smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot: 2517230 - ster: (B)(6)) - sold in us. · tt augm.360 baseplate s-r 15°x (product code: 1375.15.565, lot: 2517898 - ster: (B)(6)) - sold in us · smr reverse humeral body short (product code:1352.15.005, lot:2422027 - ster: (B)(6)) - sold in us · smr rev. Hp lat. Liner medium(product code:1365.09.115, lot:2519411 - ster: (B)(6)) - sold in us · smr connector small r (product code:1374.15.305, lot: 2523844 - ster: (B)(6)) - sold in us event occurred in belgium.

Manufacturer narrative:
The device history records (dhrs) of the involved lot numbers 2517230 and 2517898 were reviewed and no pre-existing anomalies were identified in the manufactured devices. This is the first and only complaint received for these lot numbers. A final report will be submitted once the investigation has been completed.